Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2013 at which time the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.